Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent was implanted to the mid lad and one endeavor sprint rx drug-eluting stent implanted to the mid left circumflex. The following day the patient suffered a myocardial infarction (mi). The mi was related to the target vessel. The investigator indicated that the reported event was definitely related to the study stent. (Ref MFR # 9612164201100919).

Manufacturer narrative:
(B)(4). Results: (myocardial infarction).